Event description:
It was reported that during the 3rd case of the day, a spark was reportedly observed inside the loos fill absorbent canister, a loud popping noise was heard, the patient tubing was blown off the tubing connectors on the cosy and smoke was seen coming from the breathing system. Black residue was reportedly observed inside the patient tubing. The patient was manually ventilated and no patient injury has been reported.

Manufacturer narrative:
The affected parts have been requested for investigation. The investigation is ongoing, the results will be part of a follow-up report.